Event description:
The customer reported that she was unable to centrally monitor patients from the chestpain unit. The customer restored centralized monitoring by power-cycling (turning off and back on) the device's terminal server.

Manufacturer narrative:
The device was not returned for evaluation. Power-cycling the terminal server corrected the issue, indicating a transient problem that could not be further identified or isolated. Subsequent follow-up with the customer confirmed that the problem had not reappeared. No further investigation is indicated.